Event description:
It was reported that a patient had a device implanted on (B)(6) 2014 and her healthcare provider had to boost it up a couple of times to 1.9 volts for the month. The only therapy change the patient had noticed was being able to sleep longer at night. Since (B)(6), therapy had been a ¿nightmare¿ and the patient just ¿goes and goes and goes.¿ she wore pads all the time and wanted to turn the implantable neurostimulator (ins) off, but her healthcare provider said to turn it down. The patient decreased the device to 1.5 volts. In (B)(6), the patient was treated for bladder infection. She had pre-existing issues with bladder infections and had been on ¿tons¿ of antibiotics. The patient used to ¿take cranberry¿ to avoid bladder infections. On (B)(6) 2015, the patient went to the emergency room regarding flu-like symptoms, a bronchial condition, and chronic bronchitis unrelated to the device. During the emergency room visit, her bladder infection was examined and ¿turned clear.¿ the night prior to the report, the patient went to the bathroom seven times in nine hours. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient still had concerns regarding their device or therapy. It was not clear if the patient had sought out help or not. An appointment date of (B)(6) 2015 was noted. The patient was going to try antibiotics and vesicare. They were going to give more time to get adjusted. They were currently on nitrofurantoin.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(6), product type: programmer, patient. Product ID: 3889-28, lot# va0ewzl, implanted: (B)(6) 2014, product type: lead. (B)(4).